Manufacturer narrative:
H4: the lot was manufactured from april 10, 2020 - april 13, 2020. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened red luer cap. The red luer cap is not a baxter product. Functional testing was performed by filling the device. After fill, the red luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.